Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient removed the pod from the arm and noted an abscess had formed at the site. The patient's blood glucose levels rose above 250 mg/dl. For treatment, the patient visited the doctor's office and had the site lanced and a bandage applied.